Manufacturer narrative:
Add'l info requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
The customer reported a system message displayed during set up. Fourteen procedures were postponed. The pts did not receive anesthesia. No pt injury was reported.